Event description:
Pt experienced elevated blood glucose on 2-3 occasions after the infusion set was in use for 24 hours. Pt reported the infusion set leaked insulin between the self-adhesive and the cannula. She tried a new lot number of infusion sets and did not experience further concerns. Infusion set is changed every 2-3 days. Infusions sets were replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. Add'l info was not provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.